Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient on alinity serial number (B)(6). A new sample from the same patient had lower results. The original sample was repeated with lower results. Both samples were significantly lipemic. The following data was provided: sid (B)(6) processed on (B)(6) 2024 at 02:12 am initial result = 31.6 ng/l reanalyzed twice at 7:31 am and 7:44 am, resulting in 5.0 ng/l and 4.2 ng/l sid (B)(6) same patient new sample processed at 05:45 = <3.2 ng/l reanalyzed twice at 7:31 am and 7:43 am, resulting in 3.7 ng/l and 4.5 ng/l overall population diagnostic cutoff for the alinity = 26.2 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6) and sid (B)(6). This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 67386ud00, however, no increase in complaint activity was identified for list number 08p13. In house testing was performed using a retained reagent kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 67386ud00 was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient on alinity serial number (B)(6). A new sample from the same patient had lower results. The original sample was repeated with lower results. Both samples were significantly lipemic. The following data was provided: sid (B)(6) processed on (B)(6) 2024 at 02:12 am initial result = 31.6 ng/l reanalyzed twice at 7:31 am and 7:44 am, resulting in 5.0 ng/l and 4.2 ng/l sid (B)(6) same patient new sample processed at 05:45 = <3.2 ng/l reanalyzed twice at 7:31 am and 7:43 am, resulting in 3.7 ng/l and 4.5 ng/l overall population diagnostic cutoff for the alinity = 26.2 ng/l no impact to patient management was reported.